Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported clinical observation does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available and without a returned device.

Manufacturer narrative:
Date of event is approximate - it was reported that the onset date of the regurgitation was the week of (B)(6) 2014. Product analysis: the product remains implanted, therefore no product analysis can be performed. (B)(4)

Event description:
Medtronic received information that approximately 1 week following the implant of this transcatheter bioprosthetic valve, moderate central regurgitation was noted due to incomplete coaptation. The patient experienced difficulty breathing and fatigue. A second valve was implanted valve in valve approximately 3 months post-implant. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.